Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. Marksman catheter, pushwire and stent were returned for evaluation. The pushwire and stent were found to be stuck inside catheter. For further investigation, the catheter was cut to remove the pushwire and stent. The stent pushwire appeared to be bent distally. The total and working length of the catheter were measured to be within specifications. The catheter appeared to be flattened distally. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaint was confirmed for "difficult navigation" issues. It is possible that the tortuous anatomy and the damage to the pushwire and catheter may have contributed to the reported issues subsequently causing resistance during delivery. However, the cause for damages could not be determined. The cause for the experience reported could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note: per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.

Event description:
Medtronic (covidien) received report that during a flow diversion procedure, a marksman microcatheter moved forward rupturing an aneurysm. The patient was being treated for two aneurysms on top of the left posterior cerebral artery (pca) after the bifurcation; one aneurysm on the anterior side had three irregular lobes and the other aneurysm on the posterior side was berry-shaped. Anatomy was very tortuous and access to the aneurysm site was very difficult, so a double microguide was used as support. The marksman was difficult to navigate at the curve of the pca (where the aneurysms were located). While a stent was navigating to position, the marksman moved forward in the left occipital artery and broke a very small aneurysm in the bifurcation. Bleeding from the aneurysm occurred. Two coils were used and glue was injected to stop the subarachnoid hemorrhage. The patient was treated with decompression of the hydrocephalus that developed after the flow diversion procedure. The patient has since woken up and appeared to be improving; the patient still has the effects of pca ischemia, and is responsive.